Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on : (B)(6) 2014, patient underwent following procedure: c3-c4, c4-c5, c5-c6, c6-c7, and c7-t1 total laminectomies and bilateral foraminotomies with partial laminectomy at c2. C2-c3, c3-c4, c4-c5, c5-c6, c6-c7 and c7-t1 bilateral facet fusions. Autograft. Mayfield halo tongs. Depo-medrol 80 mg into the epidural space. Fat pad graft 7-mm thickness. Ssep and emg monitoring of bilateral c2, c3, c4. C5, c6, c7, and c8 nerve roots. The pre-op and post-op diagnosis was : c2-c3, c3-c4; c4-c5, c5-c6, c6-c7 and c7-t1 severe multifactorial spinal stenosis with ossification of the posterior longitudinal ligament (opll), and myelopathy. As per op-notes: ".. The surgeon dissected down to the spinous processes and felt a bifid c2 and bifid c7 and t11 spinous process as reference.. The surgeons elected not to use hardware due to the fact the patient had some stable from his opll and oall.. Patient was brought to recovery room in stable condition.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.